Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed but scope communication error 224 was displayed on the monitor and fading of the label was observed on the rear cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a blurry image during reprocessing. Upon inspection and testing of the customer returned device, it was noted that scope communication error 224 was displayed on the monitor. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to judge whether the malfunction of the current product resulted in the phenomenon indicated [e224 (scope communication error)]. Therefore, it was not possible to identify the underlying cause. Olympus will continue to monitor field performance for this device.